Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (4/21/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging the onetouch verioiq meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. One week ago the patient was feeling weak and tested on her blood glucose at ¿130 mg/dl¿ on the subject meter. Based on the lfs result, the patient accepted the result as a normal blood glucose reading and did nothing to manage her diabetes. Within 15 minutes, the patient reportedly exhibited symptoms of sweating and had vision problems. At the time of concern, the patient tested with the onetouch ultraeasy at ¿42 mg/dl¿ while the subject meter gave a ¿77 mg/dl¿ reading. The patient was able to administer self-treatment with multivitamin juice and felt better soon after. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The test strips were within the discard date. The unit of measurement was correctly set. The testing technique was per the owner¿s manual. This complaint is being reported due to the unresolved inaccurate issue and because the patient claimed he develop symptoms suggestive of hypoglycemia while he managed with the lfs product.